Event description:
A user facility reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) with a duodenovideoscope tissue was accidentally removed from the patient's stomach without the surgeon noticing. A gastroscopy was performed, in which a gastric fissural mucosal injury was found. The physician stopped the bleeding with a clip. The patient remained symptom free during the course. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021-04381.

Manufacturer narrative:
Brand name, common device name, procode, manufacturer name, city and state, model #, and serial #: representative duodenoscope chosen as model/serial information not provided. Full facility name: (B)(6). The device referenced in this report was not returned to olympus for evaluation. The root cause of the reported phenomenon could not be conclusively determined. However, based on investigation findings, the following are presumed to be the likely causes: user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover; distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. The instruction for your use provided examples of inappropriate handling. For example: the IFU warns users about " applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions." In addition, it also warns users about "attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.